Manufacturer narrative:
An additional patient sample was alleged. Patient 3: this patient is a 67-year-old female. On (B)(6) 2025, the initial result was 41 iu/ml. The sample was repeated on another e801 module, and the result was 9 iu/ml.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative performed maintenance. He cleaned the gripper area and performed adjustments. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. A considerable amount of dust was observed at the grippers, and the sample tube was not in the correct upright position. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo results for 2 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result was 45 iu/ml. The sample was repeated on another module, and the result was 12 iu/ml. The sample was repeated on the same module as the initial result, and the result was 11 iu/ml. Patient 2: on (B)(6) 2025, the initial result was 55 iu/ml. The sample was repeated on another module, and the result was 9 iu/ml. The sample was repeated on the same module as the initial result, and the result was 9 iu/ml.